Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. Engineering/explant evaluation performed. Results pending completion of evaluation. Conclusion not yet available.

Event description:
On (B)(6) 2016, a gore-tex® suture (p5k17j/(B)(4)) was used in dental surgery. During the proceudure, a breakage of the thread was noted. Another suture was used to complete the procedure. No health hazard was reported.

Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Engineering/explant evaluation performed. Refer to field for the results of the engineering evaluation. Precautions of the instructions for use of the gore-tex® suture state ¿when tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture¿.